Manufacturer narrative:
Additional information: catalog and lot numbers provided. An event regarding disassociation and dislocation involving an trident liner was reported. The event was confirmed following a medical review.      Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review:   a review of the provided medical records by a clinical consultant stated the following comment: rejected for medical review [....] Provide x-ray image confirms disassociation and dislocation of constrained liner. Need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components.   Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been 1 ((B)(4)) other similar events for the reported lot. This event related to disassociation. Conclusion:  the exact cause of the event could not be determined because insufficient information was provided.  Additional information including, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Implant failure of trident all poly constraint cup.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Implant failure of trident all poly constraint cup.